Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-may-2025. Investigation summary: bd received one sample for investigation, which was visually inspected with no issues identified. It was then sent for a functional test, and the results were within specification limits. Additionally, 50 retained samples were visually inspected and no issues were identified. Complaints for sample quality are under statistical control for the month of march 2025. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: additive abnormality and clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd microtainer® map k2e (1.0 mg) blood collection tubes, an unspecified number of tubes exhibited condensation resulting in sample clotting. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd microtainer® map k2e (1.0 mg) blood collection tubes, an unspecified number of tubes exhibited condensation resulting in sample clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.